Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that part of the cartridge head broke off from the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to load a new cartridge to address the issue.